Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Physician advised the balloon was perfectly placed in the stenosed vessel. The balloon worked effectively during the first two inflations, and during the third inflation the balloon ruptured at 14 atm. It appeared as though the balloon not only ruptured, but came apart. In an attempt to re-sheath the balloon, the physician felt resistance, and decided to remove the entire system to include the 7fr sheath. After visualizing the balloon, it appeared that the balloon ruptured circumferentially; leaving the distal tip of the balloon in the patient. At this time. The staff was also concerned that the distal radiopaque marker had also dislodged from the catheter and into the patient. The patient was scanned from "fingertip to lungs," in an effort to find the balloon fragment and/or radiopaque marker. After unsuccessful attempts, the patient was placed on antibiotics, and sent to another facility for a chest x-ray. The patient is due to be seen by vascular transplant specialists.